Manufacturer narrative:
Correction a4- patient weight. Correction e1- initial reporter. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Event description:
It was reported, due to an unrelated surgical procedure wherein the ipg was not placed into surgery mode the ipg was no longer able to communicate with external devices. Troubleshooting efforts have been unsuccessful at recovering the ipg. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.